Manufacturer narrative:
Customer did own evaluation and repair. Did own evaluation and was sent new load cell upon request

Event description:
It was reported via repair work order that the scale was not working properly and reading negative weight due to malfunctioned load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.